Event description:
Submitted by FDA via user-facilities report event desc: tibial plate implanted. Plate explanted four months later as it had fractured.

Manufacturer narrative:
Device will not be returned. No eval will be performed. If the device of add'l info becomes available, it will be reported on a supplemental report.